Event description:
A perifix fx continuous epidural anesthesia tray was used, and the epidural was successfully placed. The anesthesiologist was unable to flush the epidural catheter. The epidural catheter was removed, and a second tray was obtained. The procedure was repeated with successful placement and flushing of the epidural catheter.